Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: the case concerns revision of a right gmk-sphere total knee arthroplasty approximately five years after primary implantation, in the context of medial subsidence of the tibial tray. According to the reporting hospital, the observed subsidence was attributed to aseptic loosening of the tibial component. This interpretation is clinically plausible and consistent with the available radiographic findings; however, the event may be multifactorial in origin. The radiograph also suggests possible medial femoral bone rarefaction or reduced bone density, the clinical significance of which cannot be determined based on the available information. Based on the information currently available, a definitive root cause cannot be established. There is no direct evidence indicating a device-related defect or malfunction. Batch review performed on 22 april 2026: lot 2004706: (B)(4) items manufactured and released on 31-aug-2020. Expiration date: 2025-aug-23. No anomalies found related to the problem.to date, (B)(4) items of the same lot have been sold with no similar reported events since release into the market. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient reported pain and instability. Revision surgery was performed about 5 years after the primary surgery due to tibial loosening and subsidence on the medial side, fully detached from the cement mantle. Femoral component cementless showed bone resorption at the medial distal cut and at the superior chamfer. Because the tibial plateau could not be easily exposed for a partial revision, and given the resorption at the femoral component, it was decided to revise the entire prosthesis. All components revised and surgery completed successfully.